Manufacturer narrative:
Date of event (B)(6) 2017. (B)(6). Lot 16g008 was manufactured july 6, 2016 ¿ july 7, 2016. The device has been received and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the unit via the naked eye identified a separated purple coil cap. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the purple coiled cap of a large volume folfusor was loose from the housing. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.